Event description:
The customer reported that his blood glucose had been high, ever since he visited the doctor, who changed something in the bolus wizard, a few days prior. It was stated that his last blood glucose had been 25 mg/dl and the customer corrected it. The customer stated his blood glucose was 300 mg/dl, for which he delivered a bolus. His reported symptoms were excessive thirst and urination. Troubleshooting was performed. The drive support cap appeared normal. Insulin exited the tubing during a manual prime. No air was found in the tubing. Settings were correct. A high pressure test was performed and passed. The customer was advised the insulin pump was working as designed, and to change the entire set, reservoir and insulin. The customer removed the infusion set from his body and the cannula was neither bent nor occluded. The site was not sore or irritated.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin was clear and not expired. The customer was advised to speak with his healthcare provider about sites and bolus wizard settings that had been changed.